Event description:
It was reported that this lead was oversensing and that it had a history of t-wave oversensing in the past where sensitivity had been adjusted in response to the oversensing. Therefore, the decision was made by the electrophysiologist to cap and replace the lead. It is also reported that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.